Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "the following implants were explanted from patient's left knee due to loosening. Initial implant date was (B)(6) 2002. All information the facility has on this patient is attached. A triathlon ts was inserted." Rep provided primary usage sheet a scorpio/ series 7000 knee was revised.